Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Serial number was not provided. PMA/510(k) #: unknown, as the model number was not provided. It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4).attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the left eye because of the patient experiencing filmy vision. Reportedly, 10-0 nylon was used as suture. No other medical or surgical intervention was required. An ar40e lens +18.50 diopter was implanted as a replacement. Patient's vision was within normal limits post-op. The account commented that the explanted lens is not available for evaluation. No further information was provided.

Manufacturer narrative:
Additional information: additional information was received and it was learnt that original lens used/reported was from another manufacturer. The lens did not belong to johnson and johnson surgical vision. Therefore, no further information will be provided under this manufacturer report number. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.